Event description:
It was reported by service report that the plastic on the cub crib was broken and had sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Sharp edges on cracked gate covers and handle guards.